Manufacturer narrative:
Correction: d1

Manufacturer narrative:
The manufacturing and sterilization records for bl5423wv, lot x2712 were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter was not cutting.

Manufacturer narrative:
The product evaluation has been completed. One opened (B)(6) pack from lot x2712 was returned. The tip protector was not returned. The cutter was lying loose in the pack tray under the other pack components. The needle was bent. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the vent holes in the side of the cutter. The connectors were inspected and no damage was found. However, the tubing was disconnected at approximately 9 inches from the back of the cutter. After reconnecting the tubing, a functional test was performed using a stellaris pc system. The cutter will not cut. The inner needle was binding up and not reaching the cutting edge. In addition, there was an unknown, clear, thick substance in the tubing which was not allowing the fluid to pass through. Due to evidence of use, the cause of the bent needle cannot be determined. Due to the dirty, damaged condition in which the product was returned it was not possible to determine the root cause of the bent needle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: investigation findings and investigation conclusions codes have been corrected.

Manufacturer narrative:
Upon further investigation, we found there was no patient contact. The information provided does not suggest this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. This event is no longer deemed reportable.